Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and the issue was confirmed via log review. During bench testing, the unit again displayed c-34 at startup, and the erbe logs also captured c-00 and m-11 (internal timeout) codes. Error c-34 corresponds to ¿hf voltage too low in on state,¿ which can halt energy activation and is commonly associated with a faulty internal electrical component within the generator, while m-11 may be related to communication bus noise/emi, a defective footswitch, environmental interference, or internal iesu component damage. Visual inspection indicates the unit was in good cosmetic condition. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, user informed the technical support engineer (tse) that a c-34 error occurred on the erbe generator when a bipolar instrument was used. The user first swapped the cord with no improvement and indicated the monopolar instrument was not being used. Tse then advised the user to either swap the vision side cart or connect the force triad generator. Later, the user reported they did not have the force triad cable and that bipolar energy still did not work. Tse had the user replace the instrument, but bipolar power still did not return. The tse guided the user to change the monopolar coagulation setting from swift to classic due to the c-34 faults in order to use monopolar energy to continue with the procedure. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.